Event description:
Complainant recently had to have his pacemaker replaced due to premature failure. He was calling to find out if the model that failed had been recalled. A safety alert had been issued for co; however, the model in question was not on the list. The complainant first had his pacemaker implanted on 1/9/91. On 1/17/94, the pacemaker failed and was replaced. A rep from co visited the complainant at the hosp to assure him that all medical expenses would be covered since the pacemaker failed before its 5 yr warranty.